Event description:
During a laparoscopic hernia procedure, the instrument would not fire. The surgeon used aonther instrument to complete the procedure. The hosp has reported that no pt injury occurred.